Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 97740 serial# (B)(4) product type programmer, patient product ID 977a260 serial# (B)(4) implanted: (B)(6) 2014. Product type lead product ID 97754 serial# (B)(4) product type recharger product ID 977a260 serial# (B)(4) implanted: (B)(6) 2014. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a stinging sensation when charging the ins. The patient used the belt to hold the charger in place and did not apply a significant amount of pressure on the ins during the charging sessions. The patient had not been charging the device because of the stinging sensation. The patient¿s battery was discharged. They were charging it at the time of this report so that they could program the battery. It was unknown if coverage was sufficient because the battery was off. The outcome was resolved without sequelae. The manufacturing representative was supposed to meet the patient on (B)(6) but was informed that the patient had been admitted to the hospital for an unknown reason which they had not thought to be related to the spinal cord stimulation. The healthcare professional was informed of symptom the patient was experiencing and the healthcare professional had not thought it to be related to the device. Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was recharge process specifically event was during charging at home. The cause of the stinging sensation was not determined. The device wasn¿t working properly in (B)(6) 2015, so the patient didn¿t use it for a little bit then the battery died. The complete system was removed in (B)(6) 2015. It was noted the patient wanted to return their recharger and patient programmer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified the reason the device was not replaced because the "system never worked to control symptoms". The explant occurred on (B)(6) 2015. Of note, the baseline weight was not measured.